Event description:
It was reported that the patient's device has not work since it was implanted. The patient reportedly wet the bed three times and her pants three times during the week prior to the report. It was further reported that the device is sending "electrical jolts" to her spinal cord, and her "uterus and ovaries quiver." The patient was reportedly receiving a shock when she would "touch things like her car or people." It was also reported that the implant "stings." It was noted that the patient does not feel program #3 even at 8.7 volts. It was further noted that the other two programs do not work and program # 4 is showing the same sings of jolting. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient had received assistance from their doctor or manufacturer representative on (B)(4). It was stated that their concerns were resolved, however, it was also noted, the patient still had concerns about their device or therapy. It was indicated there was an appointment "pending" with their doctor or manufacturer representative to address these concerns. No further information was reported.

Manufacturer narrative:
Product ID 3093-28, lot # v967499, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2012, product type programmer. (B)(4).